Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "on (B)(6) 2020, the patient was advised to use a nebulizer for aerosolized inhalation of medicines. After connecting the nebulizer, it was found that no nebulized medicine was ejected, and the nebulization effect could not be achieved. The patient was immediately replaced with the nebulizer, which had no effect on the patient." No patient harm reported. The patient's condition is reported as fine.